Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 0010661215 was returned and analyzed. Visual inspection showed that the shaft was twisted and kinked two inches from the tip. The kink is on the outer surface of shaft. The kink was preventing a smooth steerability. The shaft would be out of plane when fully steered. No issues found with deflection ring. In conclusion, the reported sheath twist was confirmed through testing. The sheath failed the returned product inspection due to the shaft twist and kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced mild bleeding from the groin access site six hours after the procedure. Manual pressure was applied for 20 minutes and resolved the bleeding. The patient's bed rest was extended for another hour and the patient was discharged home the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a pulsed field ablation (pfa) procedure that was completed with pfa, the sheath was noted to be twisted and weak toward the distal end. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a video of the sheath was returned and analyzed. In the video, a twist is seen on the shaft of a sheath where the lot # is not visible. In conclusion, a twist was observed through video. However, a twist can only be confirmed through physical visual analysis, which is pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.